Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This occurred when monitoring the patient. The patient, a 77 year-old male, did not survive the event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio also downloaded the electronic records from the device and verified the loss of power during the event. Physio determined that the cause of the reported issue was due to loose battery pins. All four battery pins were loose. Physio replaced all battery pins in the device. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Manufacturer narrative:
Section d10 returned to manufacturer on, of supplemental 001 medwatch report indicates: blank. Section d10 returned to manufacturer on, of supplemental 001 medwatch report should indicate: 4/4/2019.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This occurred when monitoring the patient. The patient, a 77 year-old male, did not survive the event.

Manufacturer narrative:
(B)(4). A clinical review of the event was performed by physio-control; however there was insufficient information within the record to determine whether or not the device use had contributed to the patient¿s outcome. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This occurred when monitoring the patient. The patient, a (B)(6) male, did not survive the event.